Event description:
The customer reported intermittent communication errors. This error will likely result in a system lock up or prevent the system from booting to a usable state. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The boards and connectors were evaluated and reseated during the service call. The field service engineer recommended replacement of the backplane ribbon cable and the power motor relay pcb. No conclusion can be drawn as further repair info is unavailable and no additional service info was provided.